Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10-may-2026, arthrex was notified via email of a case study published in 2022 by arthroscopy, sports medicine, and rehabilitation, titled ¿concomitant cervical spine stenosis negatively affects subpectoral biceps tenodesis outcomes¿. The study reviewed forty-six (46) patients that underwent open subpectoral biceps tenodesis (bt) repair, using arthrex bicepsbutton®. During the 4.6 year follow-up period, two (2) patients required revision surgery. Source: akpinar, b., et al. (2022). "Concomitant cervical spine stenosis negatively affects subpectoral biceps tenodesis outcomes." Arthrosc sports med rehabil 4(4): e1299¿e1304.